Event description:
Approx 5 months after the initial implantation along with pseudarthosis the screw was observed to have fractured. Two months after that revision surgery was performed to replace the broken screw.